Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have high and low blood glucose since starting to use new insulin pump. Customer had unexplained low blood glucose of 42 mg/dl. Customer had symptoms of thirst and dry mouth. During troubleshooting, customer reported of also receiving a no delivery alarm but it was resolved with a set change.